Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become h3 other text : device not returned

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. Customer declined troubleshooting with tandem technical support.